Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer also reported that he received several no delivery alarms. The customer's blood glucose was 390 mg/dl at the time of the incident. The customer's blood glucose was 223 mg/dl at the time of call. The customer stated that he was given IV insulin. The customer stated that he was treating the blood glucose with the insulin pump. The customer stated he was on the insulin pump at the time of call. The customer stated that there were bent cannulas. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.